Event description:
Customer reported having issues with the pump battery depleting too quickly but confirmed that it did not lead to a pump shutdown. The recorded blood glucose level was not reported as being adversely impacted. The customer is currently using a loaner pump, and technical support is continuing to attempt follow-up with the customer, having left voicemails and sent emails, to further address and document the issue for provincial coverage purposes.